Event description:
Bilateral breast explant surgery done and both implants were ruptured; right side 3.0 cm and left side 2.5 cm in diameter. Capsules had formed around implants and removal required 3 1/2 hr surgery with recovery 3-6 months estimated. Some muscle damage was necessary. Implant date: 12/3/69.